Event description:
It was reported that there was an alumina ceramic on ceramic liner and head that was revised due to left total osteolysis.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown alumina liner. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.